Manufacturer narrative:
One device was received for investigation. The device was functionally tested, but the investigation could not duplicate the reported alarm issue. However, the investigation identified downstream occlusion seal damage. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. Based on the results of the investigation, the reported complaint could not be confirmed. The dso seal was replaced and the device passed all testing.

Event description:
It was reported that there was a motor maintenance due alarm, error 46507, and the downstream occlusion seal was open during pre-testing. There was no patient involvement.